Manufacturer narrative:
The reported complaint of a damaged top cover was confirmed during visual inspection of the returned autopulse platform (sn 40108). To remedy the issue, the top cover was replaced. The autopulse platform is a reusable device and was manufactured in 2011. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The device has exceeded its expected service life of 5 years. In addition, the platform failed the initial functional testing due to user advisory (ua) 27 (encoder fault (>3000 rpm)) error message, unrelated to the reported complaint. Encoder gearbox was replaced to remedy the fault. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate was deburred to address the issue. The platform was further tested including the load characterization check and passed the testing. The autopulse was subjected to the run in test using 95% patient large resuscitation test fixture for 15 minutes continuous and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) has physical damage to the top cover. As part of routine service, the device was tested and during initial power-up, displayed user advisory (ua) 27 (encoder fault (>3000 rpm)) error message on the user control panel.